Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained. The customer changed supplies and resumed insulin therapy.